Manufacturer narrative:
One 3i t3® tapered implant (bopt5410) was returned for investigation. However, one unknown encode abutment was not returned for investigation. Visual evaluation of the as returned product identified that the implant drive feature and platform were damaged. Additionally, there was bone residue around the external threads due to usage. The implant was functionally tested with an in-house abutment and screw. The abutment assembled and seated with the implant but became stuck as the implant drive feature was damaged. Pre-existing condition noted on the per was high bone density ¿ type I. The implant was being placed on tooth # 20 (unknown notation system) when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information and functional testing, implant malfunction did occur and the reported event damaged drive feature was confirmed. However, abutment malfunction could not be verified and the reported event does not seat could not be verified as the device was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that there was dense bone when placing encode abutment. Abutment did not seat, implant at tooth site # 30 internal surface of the implant stripped while placing abutment, had to retrieve implant surgically. Did site preservation to place implant in 4 months. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.